Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damaged on the screen. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had scratches on the screen and it was hard to read to the customer. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no unexpected error alarm noted. Insulin pump received with severely scratched display window noted.